Event description:
The customer reported the rollstand broke. There was no report of patient harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated the rollstand snapped in half. No patient or user harm was reported.